Event description:
It was reported that during a procedure, after transeptal puncture and mapping the left atrium, the mapping catheter was removed. Upon introduction of the farawave pulsed field ablation catheter, it was noted that the hemostatic valve was leaking blood and there was air being aspirated through the side-port of the faradrive steerable sheath clear. Attempts were made to continue aspirating to see if the air ingress leak would stop but was unsuccessful. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears by the center slit of the external and internal valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that during a procedure, after transeptal puncture and mapping the left atrium, the mapping catheter was removed. Upon introduction of the farawave pulsed field ablation catheter, it was noted that the hemostatic valve was leaking blood and there was air being aspirated through the side-port of the faradrive steerable sheath clear. Attempts were made to continue aspirating to see if the air ingress leak would stop but was unsuccessful. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The sheath was received for analysis.